Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported event could not be conclusively determined. There was no information provided regarding the deployment of the mynx. It was reported that the physician performed a femoral angiogram which revealed an occlusion in the cfa. The patient was administered heparin (number of units unknown) which reportedly cleared the occlusion. However without the material to perform chemical analysis, the composition of the material could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary heart catheterization procedure (exact date unknown). Access was obtained via a 6f procedural sheath at the common femoral artery (cfa). A pre-procedural femoral angiogram did not show any presence of calcium. Following the procedure, the physician trained to the use of the mynx, chose the device for femoral arterial closure. There was no report of complication during the procedure or closure. Reportedly, while the patient was in the holding area post procedure, the patient complained of leg pain. A subsequent femoral angiogram was taken which revealed an occlusion in the cfa. The patient was administered heparin (number of units unknown) which reportedly cleared the occlusion. The patient was discharged to home the same day without further clinical sequela.